Event description:
The manufacturer received information alleging a ventilator was not providing flow. The patient became unconscious and required to be ventilated with a resuscitation bag. The device was returned to the manufacturer's service center for evaluation and the customer's complaint could not be confirmed. The ventilator was tested and passed all testing. The ventilator's downloaded event logs were reviewed by the manufacturer and concludes the ventilator operated and alarmed to design specifications. Additional information received by the manufacturer indicated a visual inspection of the ventilator tubing was performed prior to the device returning for repair. During visual inspection, the tubing allegedly had a 2cm tear/crack near the connection to the humidifier. The ventilator tubing was changed and the device began to function properly. The ventilator tubing was discarded by the user and not returned to the manufacturer for evaluation. The manufacturer is unable to confirm the tear on the circuit or any operational issues due to this circuit condition. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction.